Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The customer identified possible lot numbers (plots) of 5696831 (expiry date 12/01/2024, MFR date 01/01/2022) and 5747654 (expiry date 12/01/2024, MFR date 12/01/2021).

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm. The customer reported a leak of an docetaxel from the top of the drip chamber from a crack in the casing onto a staff member during administration. The nurse brushed her forearm against the line and noticed that her arm then felt wet, which alerted her of the leak. The patient did not have any exposure as the leak was very small from the chamber. The issue was detected prior to use. The nurses did not notice the leak when priming the IV line with saline. The staff member washed her skin with soap and water and the chemo spill was cleaned as per facility protocol. The device was changed out/replaced with no further problems encountered. There was no serious injury or death, no blood loss, no patient harm and no medical or surgical intervention was required.

Manufacturer narrative:
9 new list #140099291, primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm; lot #5747654. 20 new list #140099291, primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm; lot #5696831. No damages or anomalies were identified on any of the sets. Each set was leak tested according to design specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The new sets met design specifications. The lot history of the possible lot numbers were reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 11/22/2022.